Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the pump's battery cap was able to fully tighten and the battery compartment was intact. A power loss was not duplicated. There were no pump reboot events observed in the pump's black box. The pump could not be fully investigated as a result of a blank display screen. Unrelated to the power allegations, the keypad was peeling from the bottom of keypad to the up key. Contamination was found under all of the keypad button contacts. There was no evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.